Event description:
It was reported that the pump had a rotor stall after only being implanted for 1 month. No patient symptoms were reported. The pump was programmed to deliver morphine. The concentration and dose were not reported. The pump was replaced and the patient was "ok".

Manufacturer narrative:
The device has been retuned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.